Manufacturer narrative:
The results of the investigation have been made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis, no trend was identified. Review of event description: it was reported that due to a bone fracture patient underwent a revision surgery of the primary left tha (ml taper stem-cocr36mm head-trilogy shell-pe liner) on (B)(6) 2017 and revised with cocr head, liner and wagner sl stem. On (B)(6) 2017 head and liner were revised again due to unknown reasons. Subsequently on (B)(6) 2017 all the components were revised including wagner sl stem due to infection. Review of received data: - two x-rays dated (B)(6) 2017 before the revision surgery were received. Femoral stem was seen to be fixed with a metallic plate. Radiolucent lines around the stem neck, green zone 1 and 7 were visible. However, since there were no other x-rays it was not possible to assess these features reliably. - medical records received for this case include the initial operative notes ((B)(6) 2012), implant log for revision one and two and office visit notes dated (B)(6) 2017. Primary surgical report dated (B)(6) 2012 does not convey any valuable information for the investigation of the case. Office visit post-op dated (B)(6) 2017 indicates person has left lesser trochanter avulsion after the revision surgery and follow up will take place in 1 week. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation - the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Sterilization certificate was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: root cause determination using dfmea - septic loosening due to secondary infection (patient has an infection in another site of the body) => possible: it is not known whether the patient had an infection prior to implantation surgery, therefore cannot be excluded. - septic loosening due to implant contaminated during handling => possible: correct handling of the implant is not under control of zimmer biomet, therefore cannot be excluded. - infection due to failure of sterilization procedure due to supplier process => not possible: the sterilization certificate g13.04665 confirms that the product was sterilized according to the specifications. - infection due to failure of sterilisation procedure due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. - transmission of infectious agents, infection due to reuse of the device which is only intended for single use => possible: it is not known whether the stem was used before or not. Therefore cannot be excluded. - infection due to proposed resterilization procedures in IFU not effective => not possible: package insert, chapter "resterilization / sterilization" explains the correct procedure which is validated steam sterilization validation hip implants conclusion summary: it was reported that the stem was removed after one month in-vivo time due to infection. However, no documents proving the infection were available. Despite the absence of such medical documents, the sterilization certificate for the wagner stem was reviewed and it is confirmed that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product/batch. Nevertheless, the IFU for femoral stems for total hip arthroplasty states in contraindications section that ¿active infection of the hip, old or remote infection. This may be an absolute or relative contraindication.¿ and it should be considered when implanting zimmer biomet devices. Possible root causes include secondary infection, implant contaminated during handling and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays for. Op report and product details were provided. The device history record were reviewed and found to be conforming a cause for this specific event cannot be ascertained from the information provided. This is a split complaint with zimmer inc. (B)(4) which was reported on (B)(4). Additional information was requested on april 21, 2017. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision hip stem, uncemented,¸ 16/265, taper 12/14 on the left side on (B)(6) 2017. The patient was revised on (B)(6) 2017 due to infection.